Manufacturer narrative:
(B)(4). The customer reported that the battery will not hold a charge. There was no reported pt involvement. Philips field service engineer isolated the issue to the battery. The field service engineer replaced the battery to resolve the issue. This was a malfunction of the battery where it would not hold a charge.

Event description:
The customer reported that the battery will not hold a charge.